Manufacturer narrative:
Technician found hi/low drifting. He disassembled hi/low assembly, cleaned and degreased to resolve.

Event description:
Technician found bed with note attached "out of service".